Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old male was implanted with an impella cp device for mechanical circulatory support due to heart failure and ejection fraction was in the 20 percent. When the impella was placed, it was difficult to position it in the direction of the rear wall, and it was removed once and then reinserted. The echo showed it was slightly facing the rear wall, the pump was turned on, and confirmed with p-8 that it was not suctioned, and it was fixed.